Event description:
It was reported a patient was scheduled for a myosure procedure for uterine tissue removal and removal of an intrauterine device (iud). The physician used the myosure hysteroscope and forceps to remove the embedded iud and the fluid deficit started to rise. The physician "suspected a perforation" and aborted the procedure. It is unknown what device caused the perforation. There was no intervention required. The patient was discharged home and is "doing fine".

Manufacturer narrative:
The myosure hysteroscope is not being returned therefore, a failure analysis can not be completed. Device history record (DHR) review was not able to be conducted for the myosure hysteroscope as product identification numbers were not provided by the complainant. Myosure hysteroscope. According to the instructions for use (IFU); warnings: uterine perforation can result in possible injury to bowel, bladder, major blood vessels, and ureter. Reference internal complaint cc# (B)(4).